Manufacturer narrative:
The abbott customer technical advocate (cta) instructed the customer to calibrate the probe, recalibrate the troponin-I assay, and perform a precision study. The cta inquired about specimen collection and preparation for analysis and the customer stated the bd lithium heparin specimen tubes were centrifuged for 3 minutes. The cta emphasized the importance of following the manufacturer's recommendation for centrifugation for accurate results. A specific cause for the elevated results was not identified; however, issues with sample integrity could not be ruled out. Return testing was not completed as returns were not available. A review of the architect i1000sr, serial number (B)(6) service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant architect stat troponin-I results with sn (B)(6) since the current complaint was received. A review of tracking and trending data for the architect i1000sr systems revealed no systemic issues or trends associated with the discrepant result described in this complaint. The architect system operations manual addresses operational precautions and limitations as well as information regarding troubleshooting erratic/discrepant results. The architect stat troponin-I reagent package insert provides information on specimen collection and preparation for analysis and provides conditions that may cause erroneous results. Based on the investigation no product deficiency was identified for the architect i1000sr, sn (B)(6).

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect troponin results on two patients. The results provided were for only one patient: on (B)(6) 2019 (B)(6) initial = 0.049ng/ml / after physician questioned the result the sample was repeated -sst tube = 0.004ng/ml / repeated plasma = 0.000ng/ml (normal reference range = 0.010-0.028ng/ml). There was no reported impact to patient management.